Event description:
A female with multiple injuries following a motor vehicle accident, had ivc filter placement for pe prophylax. Approximately 6 weeks prior to the event date, there was normal ivc. The celect filter was placed via the right ijv. On the event date, the pt presented with abdominal pain and acute pancreatitis by bloodwork and CT scan. The filter had perforated the ivc with leg extending through duodenum into head of the pancreas at least 1 cm. Other legs also through wall of the cava, one to the wall of abdominal aorta. Cone of the filter was into the wall of the ivc 2 degrees to migrated/ with leg movement. Celect filter was removed via right ijv with a 10 french sheath and a gooseneck snare through apex of the filter. The pt had a 3-day hosp stay for pancreatitis.

Manufacturer narrative:
Eval: the filter was received in a used condition to assist in our investigation. No details of the filter implantation have been provided so it is difficult to determine the exact cause of the filter penetration. However, it is possible that the prong of the filter could cause penetration of the wall of the ivc and then cause the irritation of the surrounding organs and nerves, resulting in abdominal pain.